Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was not applied to the tissue because when it was opened jaws looked bent. They opened and used another device to complete the case. There was no patient injury.